Event description:
It was reported by the patient that she underwent total hip replacement in 2007. Post-op she experienced pain and was revised the following year.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.